Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable. The broken cable segment that contains the crimp was missing from the clevis. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was not working properly. The customer removed the instrument and found that it had a broken cable sticking out of the instrument. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that there was no fragment that fell into the patient nor was there patient injury. The instrument failed to grip onto tissue due to the defective cable. The customer was unsure if the pitch or yaw motion was affected but stated that the cable was not fully broken but instead it was frayed.